Event description:
The plastic molding around the plug of the ac power cord was melted. This is on the female end of the power cord that inserts into the device itself (not the wall outlet side). It also had a "burnt electrical" smell upon further examination. This was found during annual planned maintenance. It is unknown how long this condition existed while the device was in use as no complaints were ever logged. Follow-up reveals that the ac receptacle in the giraffe is designed to hold the power cord in place using an l-shaped bracket. Theoretically this would prevent it from being unplugged accidentally. Apparently the power cord was loose for some time prior to being discovered during a routine electrical safety inspection. The damaged power cord was given to a company sales representative. The representative noted that the cord was a different type (black versus gray) than he had seen before. The hospital has only one of these incubators.